Event description:
Event description guidant received information that during the attempted implant of this implantable transvenous defibrillation lead, the heart was perforated. There was no allegation against the lead functionality.